Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for evaluation. Visual examination of the provided photographs confirmed the reported event. The attune ps fem trial sz 6 lt was broken into two pieces. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they had 2 femoral trial broke in a surgery. The left was broken in 2 pieces, this happened upon impacting the trial. Both pieces were recovered, they returned both pieces. The right trial has a large cracked, and was about to break. It was still intact, they returned it as well. Nobody was injured by either trial was broken, and it did not delay the case.